Manufacturer narrative:
Urinary catheterization therapy is associated with an increased risk of urethral bleeding, which normally is mild and transient without medical intervention. In patients treated with anticoagulants (ac) the risk of prolonged bleeding is increased, which is well known by both the patients and health care professionals. In this case, the patient was on ac treatment, and this may have contributed to the bleeding. It has not been possible to investigate any products, as no products of the actual lot have been returned to the manufacturer. The review of the production batch records did not show any relevant deviations or complaints registered for this lot. Without the benefit of examination and testing, (B)(6) healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
The patient received another model of urinary catheter than he was prescribed (patient received a 40 cm catheter size 12fr coude tip, instead of the prescribed 40 cm catheter size 16fr straight tip), due to a mistake when the products were delivered from the warehouse. The labelling information for the delivered products was correct. The patient noticed that the package was different, but used the delivered products anyway and experienced a bleeding during the urinary catheterization procedure. The day after, the patient had an already scheduled appointment at the doctor, and at that time there was no bleeding. The next day the bleeding resumed, and the patient revisited the doctor. The patient received a foley catheter to have in place for at least two weeks. No other medical complications are reported, no hospitalization was needed. The patient takes anticoagulant treatment. The overall condition for the patient was well.